Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a low draw issue occurred."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.